Event description:
The customer alleges that the blue syringe leaked during use. The device was replaced without issue.

Manufacturer narrative:
(B)(4). The customer returned one opened cs-24706-e kit for evaluation. The ars syringe was inspected and no issues were found. The syringe was tested by occluding the tip, pulling the plunger back, and releasing the plunger. The plunger returned to its original position. The plunger was rotated 45 degrees clockwise and the test was repeated. This time the plunger did not return to its original position, indicating the seal did not hold at all orientations for the plunger. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the ars syringe leaking was confirmed during the sample investigation. Functional testing was performed on the syringe and the seal was determined to be faulty. A DHR review was performed and no relevant findings were identified. The probable cause of this issue is manufacturing related and non-conformance request has been generated to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the blue syringe leaked during use. The device was replaced without issue.